Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system failed during startup to progress beyond the initial x-ray system start-up screens. The analysis of the system log file found the software bug caused the reported malfunction. To resolve the reported issue, the fse replaced the hard disk (ssd) and reloaded the system software. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.